Event description:
It was reported that on (B)(6) 2010, the patient underwent a spine fusion surgery on the lumbar region of his spine from l4 to s1 using rhbmp-2/acs. Reportedly, the patient's post-operative period was marked by increasingly severe pain in his lower back and lower extremities, as well as left drop foot. Reportedly, patient underwent a CT scan on (B)(6) 2011, which revealed moderate hypertrophic and degenerative changes and a cystic structure at the implant site. Radiographic imaging performed on (B)(6) 2013 revealed advanced hypertrophic endplate changes at the implant site. Reportedly, the patient continues to experience severe and unrelenting low back pain and numbness that radiates into his lower extremities, severely impairing his ability to ambulate.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Add'l info.

Event description:
It was reported that on (B)(6) 2010 the patient underwent the following surgeries: 1. An l5 gill laminectomy with l5-s1 diskectomy and interbody fusion using 12mm peek filled with bone morphogenic protein (bmp) and locally harvested autogenous bone, 2. Posterior lumbar interbody fusion at l4-5 was performed also using 13mm peek cages filled with bmp and autogenous bone. 3. Pedicle screw rod fixation 7 x 50 mm screws at l4 and on the left at s1 and 55mm screw on the right at s1. The screws were attached with 65 mm rod on each side, secured with collars and screws, torqued to specifications and the crosslink system was used to treat the following diagnosis: 1. L5 lyssis with secondary listhesis l5 on s1, 2. Spina bifida occulta l5, 3. Hypoplastic pedicles l5 with intractable pain due to l5 root compression. No other information was provided.